Event description:
A caller reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the caller¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for the replacement of the pump, instructing the caller on how to return the problematic pump, including entering storage mode, before returning it via a pre-paid label. The caller understood and requested additional time to return the pump due to being in the hospital, which was noted by technical support.